Manufacturer narrative:
(B)(4) h6: proposed component (annex g) code is mechanical (g04) - provisional bottom visual examination of the returned product found it to exhibit signs of repeated use and is fractured. The complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the instrument broke while trailing. There was no known impact or consequences to the patient.